Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the clip opened when locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The patient had a prolapsed posterior leaflet and the posterior leaflet was very long. The first clip (20208r259) was placed on the centro lateral part of the mitral valve and mr was reduced to 1-2. After deployment, the clip was more opened but still stable on both leaflets. A second clip (20217r140) was placed on the centro medial part of the mitral valve to further reduce mr and to stabilize the first implanted clip. Mr was reduced to 1-2 but there was one jet directly out of the clip. The clip was closed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip opens while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opens while locked. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).